Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. No unexpected insulin flow blocked alarm noted.

Event description:
The customer's sister reported via phone call that they were admitted to the hospital due to a diabetic ketoacidosis. She thinks it may have been the insulin pump not giving her enough insulin and wanted to see if she can get a replacement. Customer's blood glucose level was 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised that the device would be replaced and agreed to return the product for analysis.